Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a surgical procedure for a vaginal bleed post pregnancy on (B)(6) 2010 and suture was used. During the procedure, the tip of the needle broke off. It was not left in the patient. There were no adverse patient consequences reported.